Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. The reported problem (failed incoming functionality testing) was confirmed. As received, the electrode belt failed incoming testing. Upon evaluation, the trunk cable was cut off of the belt. The cause of the test failure was the cut cable. The root cause of the cut cable cannot be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) failed incoming functionality testing.